Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18281.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device intermittently prompts no oxygen supply. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: per gfe response (received on 02/16/2023), the pse confirmed that the issue occurred during pre-therapy testing, no patent involvement. The device was not in use on a patient at the time the reported issue was discovered; the manufacturer's product support engineer (pse) evaluated the device and confirmed that the equipment indicates that there is no oxygen supply and that it is intermittent. It was observed that the hospital's internal oxygen supply system was not connected to the wall correctly. The pse re-adjusted the hospital's internal oxygen supply system, after adjustment, the equipment was back to normal. Based on this information, it has been concluded that the reported issue occurred due to user error. There was no device malfunction. The device passed required performance verification tests per philips standards and was returned to service. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.